Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen with an unknown concentration and dose via an implantable pump. Other medications included oral baclofen. The indication for use was not provided. It was reported that during normal use on (B)(6) 2017 the pump rang and when interrogated the pump motor stall was activated. The physician tried to reprogram the pump, but the motor stall still appeared. The patient received oral baclofen to prevent withdrawal symptoms. Patient symptoms were not reported at this time. Pump replacement was planned on (B)(6) 2018. There were no environmental, external, no magnetic resonance imaging (MRI) or patient factors that led to or contributed to the event. At the time of the report, the issue was not resolved and the patient status was reported as unknown. On 2018-jan-12 it was further reported that the pump "was about to be replaced". The health care provider (hcp) declined to provide further information. The hcp would not be returning the pump. No further complications were reported/anticipated.